Event description:
Information received from the field notes that the patient is not pacemaker dependent with sinus rates in the low 50's. The patient needed rate response, but the bipolar ventricular lead impedance was 1830 ohms. The previous check showed a bipolar impedance of >3000 ohms. The device was programmed to unipolar. The patient will be monitored.